Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is one previous complaint on this device, see complaint # (B)(4). Analysis of the returned device was completed on (B)(6) 2024: the pump's event log was pulled and reviewed, which highlighted several system error alarms, as reported by the end user. The codes were also followed by sub codes 24 and 44, where "24" means "motor short" and "motor delay issue", and "44" means "motor open" and "motor delay issue", which are the root causes of the system error alarm. A functionality test was completed and the reported issue was not duplicated. Reported issue found, device not performing to specification.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.